Event description:
Affiliate reported that after a nuclear spin tomography an x-ray of the skull was made. The image showed that the wheel of the valve where you can make adjustments was displaced. Clinical consequences was over drainage. The valve was implanted in early 2000.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.